Event description:
All pts received platelets using a y tubing with this co's filter. Some pts received pre-medications. All pts experienced sings and symptoms of a transfusion reaction grade ii or grade iii. (*)device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 7.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was destroyed/disposed of.